Manufacturer narrative:
Pump received with an unresponsive keypad at the select button due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad. (B)(4).

Event description:
Customer reported via phone call that the insulin pump¿s select button was hard to press. Customer¿s blood glucose level was 174 mg/dl. The customer was assisted with troubleshooting. Customer stated that there were a response from a button but it had to be pressed hard to respond. Customer stated that the issues frequency was always. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that the buttons were responding after restart. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.